Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ens_stimulator, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer¿s representative (rep) who reported a patient who was implanted on (B)(6) 2017 experienced a hemorrhage of unknown origin post-operatively, so their stage two surgery was indefinitely cancelled. The patient died on (B)(6) 2017. It was unknown what factors may have led or contributed to this issue or whether the device or therapy caused or contributed to the hemorrhage. In addition, there were no diagnostics or troubleshooting performed related to the issue and no interventions/actions performed to resolve the issue. The hcp had no further information to provide related to this event. Relevant medical history includes essential tremor and movement disorders.